Event description:
It was reported that this device was not implanted because the patient needed a higher output device; could not get an adequate safety margin.

Manufacturer narrative:
Device was not implanted because a higher output device was needed. The analysis from the manufacturer is pending.